Manufacturer narrative:
Philip's technical service instructed the customer to verify the unit settings. The customer performed an overnight run of the unit. No abnormalities were found. The unit was returned to service.

Event description:
It was reported that the device displayed an error code indicating that the blower temperature was high. The unit was run overnight and the maximum temperature was 51 degrees celsius. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 31oct2018. Date of manufacturer: 31oct2018. The blower motor was returned to philip's failure investigator (fi) lab for evaluation. A visual inspection revealed no dust, debris, mechanical damage, or overstress/overheating. The gas delivery system (gds) assembly was installed in the fi test ventilator. Operational testing was performed and the ventilator did power up from ac and delivered breaths, no errors were generated while cycling the power on an off ten times, and the unit was run overnight for fifteen hours with no alarms and no errors. A failure could not be identified or confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.